Manufacturer narrative:
Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It has been returned for analysis but the engineering report is not available as of this writing. This and pending additional info from the affiliate will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the physician noticed that the 3.5x18mm cypher select stent was deployed when removed from the box. It was put aside and not used.